Event description:
It was stated that the customer was hospitalized for high blood glucose levels and ketones. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.